Manufacturer narrative:
Analysis of the extension found the insulation of the extension body had a breached depression. The outer insulation had a breached depression 6.2 cm from the proximal end. Analysis of the adaptor found no anomaly.

Event description:
It was reported that after the implantable neurostimulator (ins) was replaced the patient felt an unnecessary tingling and a sudden electric sensation irregularly. Impedances were measured to be okay. The ins was programmed to 0-, 2+, 3- at 2.55v, a pulse width of 210, and a rate of 40 hz. The lead was not broken or explanted and the lead location was not changed. The pocket adaptor and extension were replaced. The reason for removal was breakage. During the revision, the extension was cut to remove from the body ¿artificially.¿ there was no patient injury or death and the patient had recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 74001, lot# 0206817671, product type: adapter. Product ID: 7489, lot# serial# unknown, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.